Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post implant of this mitral bioprosthetic valve the patient exhibited 3rd degree atrio-ventricular (av) block and a permanent pacemaker was implanted. No additional adverse patient effects were reported.